Manufacturer narrative:
The aquabeam foot pedal returned for investigation. Visual inspection of the foot pedal revealed that the foot pedal cable was broken near the strain relief area with the internal wires exposed. During functional testing, the foot pedal connection could be recognized by the test system if the cables were held in a certain position. The reported failure was confirmed, but root cause is undeterminable as it is unclear how the footpedal cable was damaged at the hospital site. A review of the device history record (DHR) ab2000-b/serial number (B)(6) and aquabeam foot pedal/lot number 23c01697 was conducted, which confirmed there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specificiations when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: 11.2.3, non-sterile: console, motorpack, and foot pedal connection. Connect the foot pedal to the front of console: connect the foot pedal plug on the front left port. Ensure the connector locks in place. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.6 adverse event problem. Component code 4756: per the instructions for use, the aquabeam foot pedal, a reusable component of the aquabeam robotic system, serves to align and activate the high-velocity waterjet during aquablation therapy. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during treatment, the aquabeam foot pedal's connection to the aquabeam console was inconsistent and would function intermittently when its cable was adjusted in a specific manner. A second aquabeam foot pedal was used to successfully complete the procedure. The reported event caused a procedural delay of over 60 minutes while the patient was in the operating room, but not under anesthesia. There were no adverse health consequences to the patient due to this event.